Manufacturer narrative:
Result: foot right load cell had to be replaced.

Event description:
It was reported in a service report that the scale would not zero and the bed exit would not work. No pt involvement or adverse consequences were reported.